Event description:
It was reported that during a laparoscopy with d&c and hysteroscopy procedure, after the device stopped working, the tissue pad was found to be flaking and melted, and it was reported that part of the pad came off and was left in the patient. It is not clear if another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad melted and partially detached and with the blade discolored (blue) and cracked due to heat generated from contact between the blade and tissue pad the device was tested with a test handpiece and generator. During functional testing on gen11 instrument error screen was received and when tested with gen04 an error code 5 was displayed. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Probable causes of the tissue pad damage is applying pressure between the instrument blade and tissue pad without having tissue between them. And activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument.